Event description:
Old contemporary stem in situ, and trident cup old pt that was dislocating. Old contemporary stem in pt in which stryker sent in adm cups to be used during case. The head on the old contemporary stem was 32mm; therefore, the adm cups could be used. Once observing the pt the surgeon decided the existing trident cup was very stable and he said he was going to cement in a contemporary cup inside the existing trident shell. Surgeon was happy to cement in the cup as it was an elderly trial pt and he did not want to remove existing trident cup.

Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report.